Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. They treated high blood glucose level with syringe. They did not mention any symptom related to high blood glucose level. They also reported that the insulin pump had motor error and no delivery alarm. They stated that the drive support cap appeared to be normal. The insulin pump will not be returned for analysis.